Event description:
It was reported that hematoma occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) double curve was inserted. The physician decided to exchange for a was single curve. During the exchange the physician was holding manual compression on the groin and the exchange wire kinked. During insertion of the was single curve a hematoma was observed and noted to be growing. To achieve hemostasis, protamine was administered, and manual compression was applied to the site. The procedure was cancelled and rescheduled.